Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
Clinic notes were received indicating that during an office visit her neurologist on (B)(6) 2010, the vns patient reported experiencing a recent increase in seizures. The patient had previously responded well to vns. Review of the available programming and diagnostic history showed normal diagnostic results around the time of the event. No known interventions have occurred to date. Attempts for additional relevant information were made but have been unsuccessful to date.